Event description:
The customer contacted stryker to report that their device's display was blank. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's display was blank. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) further evaluated the removed ui pcba and found no problem. No root cause could be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.